Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).

Event description:
The customer reported the system did not display an image. No patient injury was reported.